Event description:
A nurse reported that during a vitrectomy/laser procedure for a vitreous hemorrhage, the drain bag leaked and water leaked in the center of the cassette. Subsequently, the console stopped working over halfway through the procedure. A system message was displayed and the procedure was unable to be completed. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).